Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) display is flickering. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and states that balloon waveform is getting flickered. On checking found suspected issue with display cable same required for testing purpose. On checking (B)(6) 2024 found that display was not getting on. On checking found issue with inverter pcb. Inverter pcb need to be replaced. Part replacement is not completed yet. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : part replacement is not completed yet.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) checked the machine and found that balloon waveform is getting flickered. Fse found suspected issue with display cable same required for testing purpose. Fse checked further and found that display was not getting on found issue with inverter pcb. The inverter pcb (d671-00-0230) was replaced to resolve the issue. Fse checked all functions of the machine, machine found working ok.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.